Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set during a dwell phase, and did not return in time for the following drain cycle. When the home pt returned they reconnected to the setup and moments later received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.